Manufacturer narrative:
(B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received on 02aug2016 from the surgery center stated that they used a cb004 pump filled to 400ml with 0.2% naropin. Once discharged from the surgery center, they set the pump on 8ml, but allowed the patient to titrate as needed for pain management. No further information is available.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: knee arthroscopy for a torn meniscus. Cathplace: thigh. A report was received stating the on-q pain relief system. Did not work for me. My recovery is not complete as I am 4- days post-operative. Additional information received on 24-may-2016 stated. The patient was given an on-q pump post-surgery for pain management. The pump was started on wednesday morning, (B)(6) 2016. After the pump was started, the patient's leg started to feel numb and the patient was still experiencing a lot of pain. The patient reported the numbness to the staff. At that point the patient was not sure if the surgery center staff manipulated the catheter or changed the catheter. The patient was then discharged home with the pump. The pump had a dial and the patient was told not to change the rate. The surgery center staff instructed the patient to carry the pump around her waist, but put the pump in the bed when lying down, so that she would not accidentally sleep on top of the pump. The surgery center staff instructed the patient that the pump will last for about 72-hours. While at home the patient continued to feel a lot of pain although her leg was numb. The patient noted the pump was completely flat at 2:00am on friday morning when she went to use to bathroom. At the same time the patient started to feel a lot less pain. This event occurred in the middle of the night and the patient went back to bed after using the bathroom. At 7:00am on friday morning, the patient removed the catheter and discarded the pump.